Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is not further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The rptr reported that the pt obtained elevated blood glucose readings such as greater than 300 mg/dl, and noted that she could smell insulin in the cartridge compartment. The pt experienced no symptoms of high or low blood glucose levels and did not seek any medical attention. There was no adverse event associated with this issue.